Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test." The patient's medical history included overweight. Concurrent conditions included soft tissue injury, leiomyoma nos, foreign body trauma and blood pressure high. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("uncharacteristic bleeding cause interferanece with sexual intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("hormonal changes describe: extreme fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: u.t.I."), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain, sporadic but severe when occuring") and was found to have weight increased ("weight gain / loss (specify which one) gain"). The patient was treated with surgery (surgery (other) type of surgery: essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased outcome was unknown, the urinary tract infection, nausea and abdominal pain was resolving and the alopecia had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: moreover, the surgery was much more severe than what would have been required of a tubal ligation. Discrepancy: previous date of insertion nov-2016. In current pfs date of insertion (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received. Updated outcome of event nausea from not recovered / not resolved to recovering / resolving. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("uncharacteristic bleeding cause interference with sexual intercourse") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included overweight. Concurrent conditions included soft tissue injury nos, leiomyoma nos and foreign body trauma. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("hormonal changes describe: extreme fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: u.t.I."), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain, sporadic but severe when occuring") and was found to have weight increased ("weight gain / loss (specify which one) gain"). The patient was treated with surgery (surgery (other) type of surgery: essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fatigue, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased outcome was unknown, the urinary tract infection and abdominal pain was resolving, the alopecia had resolved and the nausea had not resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: moreover, the surgery was much more severe than what would have been required of a tubal ligation diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Event medical device removal was replaced by events- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), hormonal changes describe: extreme fatigue, infection (bladder/ urinary tract/vaginal) type: u.t.I., dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, nausea, pain, vaginal discharge, weight gain, uncharacteristic bleeding cause interference with sexual intercourse, abdominal pain, did not undergo confirmation test. Reporter information, medical history were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("underwent a hysterectomy") in a female patient who had essure inserted for female sterilisation. In 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: moreover, the surgery was much more severe than what would have been required of a tubal ligation. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.